Manufacturer narrative:
Philips has investigated this complaint. Additional information collected the reported problem was found during the cardiac surgery. Customer moved the geometry manually to complete the surgery. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a problem with moving the l-arm and c-arm. Upon functional testing, the fse found the stand longitudinal drive's rubber wheel was aging, which caused the reported problem. To resolve the issue, the fse replaced the long drive clea. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a c-arm movement issue. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.